Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a posterior capsule was ruptured when aspirating the cortex of the capsule with a irrigation/aspiration (I/a) tip during a cataract surgery. The I/a tip seemed to catch on the capsule during polishing. The intraocular lens was implanted in the bag and the surgery completed.

Manufacturer narrative:
One opened ia tip was received for the report of posterior capsule rupture. A visual inspection was performed per facility procedure and the returned sample was found to be conforming. A dvd was provided with the returned sample and was reviewed by the investigation site. The posterior capsule rupture was confirmed, however, the ia tip was not confirmed to be the cause of the rupture nor were any defects on the ia tip observed. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The returned sample was found to be conforming through product evaluation and dvd review, therefore it cannot be confirmed that the ia tip was the cause of the posterior capsule rupture seen by the customer. A root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).